Manufacturer narrative:
(B)(4)

Event description:
It was reported that the hospital received an alert for high out of range rv lead impedance. During the lead revision connection issue was noted. The lead and the device were reconnected. No more issues were noted. The patient was stable post-procedure.